Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed as intended.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired three times successfully. The fourth firing the device was fired with the cutline and staple line complete, but device was sticking during opening. On the fifth firing the device fired with the cutline and staple line complete, but the device would not open. Unknown how the device was removed from the tissue. Unknown how the case was completed. There was no patient consequence.